Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the alarm pcb was faulty and replaced the part. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator shuts down for no reason. There was no patient involvement associated with this issue.